Event description:
Fluid retention of left knee [joint effusion]. Allergic reaction [hypersensitivity]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6), with gonarthrosis, pain. The patient's medical history was significant for hypertension (complication), pain, and previous use of synvisc (first injection on (B)(6) 2012, second injection on (B)(6) 2012 and third injection on (B)(6) 2012). On (B)(6) 2012, the patient initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml/week into the left knee. The lot number of synvisc was unknown. On (B)(6) 2012, the patient received second synvisc injection. On an unspecified date in (B)(6) 2012, the patient developed allergic reaction. On (B)(6) 2012, the patient developed fluid retention of left knee. On an unspecified date in (B)(6) 2012, the patient had arthrocentesis and 60 cc of yellow fluid was aspirated. The patient was treated with dexamethasone sodium phosphate injection at a dose of 1.65 mg. It was reported that the physician assumed the event of fluid retention of left knee was due to allergic reaction. The event of fluid retention of left knee was not yet recovered. The outcome for the event of allergic reaction was not provided. Concomitant medication included loxoprofen sodium hydrate. The intensity for both the events was not provided. The reporting physician assessed the relationship between synvisc and the event of fluid retention of left knee as definite and did not provide the relationship between synvisc and the event of allergic reaction.

Manufacturer narrative:
Additional information was received on (B)(4) 2012 in the form of qa (quality assurance) investigation summary. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.